Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the patient had a blood glucose (bg) over 600mg/dl with nausea, vomiting, abdominal pain and large ketones. The patient was taken to the emergency room. They were treated with IV fluids and insulin via pump. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.